Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button was under-responsive. Additionally, the keypad button was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2019 with the following findings: during investigation, the bolus button torn/punctured, it was inoperable - and the bolus button slug was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.